Event description:
It was reported by the contact that the customer received an occlusion alarm. There was no reported impact to the customer's blood glucose level. As the customer was not with the contact at the time tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion was unable to be performed. Reportedly, the cartridge and infusion set had been used for three days and were going to be changed.

Manufacturer narrative:
Additional information received indicated that the infusion site change resolved the customer's reported issues. The tandem t:slim pump user guide indicates that humalog has been tested for up to 48 hours. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).